Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a power on reset (por) message when they were recharging. They saw the message on their programmer and recharger. The por was successfully cleared and the issue was resolved. No symptoms or further complications reported.